Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a pack of bd plastipak¿ luer-lok¿ syringe0 had broken components. The following information was provided by the initial reporter, translated from portuguese: "deviation identified at the base of the nozzle of 03 20ml syringes from this batch (broke)".

Manufacturer narrative:
H6: investigation summary photo received by our quality team for investigation. Upon visual evaluation, syringes are observed, no defects or issues observed. Unable to verify failure reported based on the images. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Retention samples from the same lot were evaluated, no defects or leak observed. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that a pack of bd plastipak¿ luer-lok¿ syringe 0 had broken components. The following information was provided by the initial reporter, translated from portuguese: "deviation identified at the base of the nozzle of 03 20ml syringes from this batch (broke)".